Manufacturer narrative:
Device evaluation: the 8403xd c-mac pocket monitor was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer could not be confirmed. The technical inspection did not reveal any faults on the monitor. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer on april 11,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when moving the monitor, the picture cuts out, loose contact at the connection socket". No negative impact in state of health reported.